Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-jun-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 01-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had issues where the ins wasn't recharging back in 2019. The patient stated that they were told by the manufacturer representative (rep) to get the ins replaced because the ins had "expired". The patient also stated that they were told that their leads had been damaged and would need to be replaced. The patient stated they were scheduled for surgery in 2020, but the pandemic delayed the surgery. The patient stated they haven't been able to reschedule the surgery and they tried calling the healthcare provider (hcp), but don't get through to anyone for further help. The patient stated they need help getting in touch with the rep. Additional information was received. The rep reached out to he patient a few days ago. The patient called the rep and this was the first time the rep had ever talked to her. The rep had no idea who she met with or talked in the past. The rep guessed there was a reprogramming with impedance checks in the clinic and a discussion with a provider was made to replace her device. The rep reported once the patient establishes a new clinic she will let the rep know.